Event description:
The customer reported that a non-covidien cable caught on fire about 3 inches from where it was plugged into the covidien generator. The cable reportedly burned through into two pieces. The fire was extinguished, and there were no injuries involved in the incident.

Manufacturer narrative:
(B)(4). The incident generator has been returned but to date has not been received for eval. If the unit is received for eval. If the unit is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.